Event description:
A nurse reported experiencing inaccurate results with a surestep pro meter. The pt's blood glucose result was in the "400's mg/dl and the lab result was in the 150's mg/dl". Tests were done within five munutes apart with a difference of over 167%. Pt did not experience any adverse events. The meter passed "qc". No further info has been reported.